Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and is in the emergency room with bradycardia. Upon interrogation of the implantable pulse generator (ipg), the longevity estimate of the device was noted to have changed from five months remaining to elective replacement indicator (eri) over the course of two days. Additional information reported there was no capture at maximum outputs, and that battery voltage and impedance measurements were unable to be obtained. It was noted the patient experienced heart block. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis found the battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. If information is provided in the future, a supplemental report will be issued.